Manufacturer narrative:
H.6. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. One used needle hub, a needle, and a needle cover without packaging were received. According to visual analysis of the sample, there is small amount of glue in the hub and a small amount of glue on the needle. Based on the investigations, the incident in question may have been caused by a station failure applying glue to the needle hub. This failure may have been followed by a coincident intermittent failure at the station verifying the cannula fixation force in the hub in 100% of the parts (tensile test station) according to a maintenance order. An adjustments to the traction station; of chassis # 02, where there was the exchange of traction pins, according to maintenance order performed on (B)(6) 2017. A corrective action project CAPA (B)(4) has been initiated to investigate the issue.

Event description:
It was reported that when the dr. Was inserting catheter, the needle detached into patient with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: the needle of angiocath was detached. When dr. Tried to place the catheter, the needle was detached. No health hazard occurred.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the dr. Was inserting catheter, the needle detached into patient with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle of angiocath was detached. When dr. Tried to place the catheter, the needle was detached. No health hazard occurred.